Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 240 mg/dl. The normal control range was 100-139 mg/dl. No adverse events were alleged. The remaining test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 (confirms exposure) and an average of 115 mg/dl high, out of spec.